Event description:
The account alleged the left and right head side rails could not be raised to the latch position. No patient impact.

Manufacturer narrative:
The technician replaced the left and right head side rail to resolve the issue.